Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient presented with dyspnea, dizziness, fever, and nausea, and reported that he had received a shock. Device interrogation confirms shock in relation to episodes of nsvt and afib; cardiologist deemed shock inappropriate. Additional information was received on (B)(6) 2020, documenting that the patient suffered a syncopal episode and fall on (B)(6) 2020. Interrogation showed nsvt at the time of syncope, and polymorphic vt episode approx 30 minutes later, resulting in an appropriate shock. Lead remains actively implanted. Should additional information be received, this file will be updated.